Event description:
A patient contacted baxter requesting assistance with a system error (se) 2240 (air in line) alarm that appeared while using the homechoice (hc) cycler during dwell 2 / 4. The home patient (hp) was not connected at the time of the alarm. The technical service representative (tsr) explained the alarm and instructed the hp to press stop in the future when he needed to disconnect. There were no unused lines and no leaks found, and the hp revealed that there was air in the line. The tsr assisted with troubleshooting the alarm. The tsr instructed the hp to discard the supplies and start over with new ones.

Manufacturer narrative:
(B)(4). Customer would discard the supplies. A follow-up report will be filed should any necessary supplemental information become available.